Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The customer was called for further information. The customer stated that the alarm occurred during an infusion set change. The customer did not call the helpline at the time of the incident. The customer had an insulin pen at home, but the insulin was expired. The customer stated that many things went wrong, which resulted in the hospitalization. The customer now knows to call the helpline for troubleshooting. The cause of the hospitalization was clear to the customer and did not need further troubleshooting or investigation.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed compromised force sensor system alarm. Customer's blood glucose was 20.8 mmol/l. Customer mentioned to be hospitalized due to high blood glucose. Customer was wearing the device at time of hospitalization. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to loose protruded drive support disk. Unable to perform the prime test, occlusion test, excessive no delivery test and displacement accuracy test due to compromised force sensor system alarm. The insulin pump passed displacement test, rewind, self-test and unexpected restart error test. The stop idle current and run current measurement tests are within specification. The insulin pump also passed off no power alarm test. The insulin pump had minor scratched display window, cracked case at the display window corner, cracked belt clip slot, cracked reservoir tube and cracked reservoir tube lip.